Event description:
Customer stated the insulin pump does not have an audible tone. Troubleshooting was performed.

Manufacturer narrative:
Failure analysis revealed the infusion pump does not have an audible tone due to broken transducer wire on the interface board.